Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation. H4: device manufacture date is unknown.

Event description:
Customer reported that the unit intermittently depressurizes while on use with a patient. There was no patient involvement reported.

Manufacturer narrative:
The device was not returned for evaluation. The biomed advised technical support that they performed circuit calibration and performance checks, both of which were within specification, and was unable to reproduce the reported issue. Technical support provided the customer with a quote to have a field service engineer (fes) go onsite to evaluate and repair the device, however, the customer did not respond. An additional follow-up attempt was made to the customer; however, the customer did not return the purchase order to authorize the fse to come on site for the evaluation. As no device was returned and no on-site evaluation was authorized, the claim will be closed as no sample returned.